Manufacturer narrative:
The insulin pump was received with normal operating currents and passed all functional testing including the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored and no unexpected battery out limit alarms occurred during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was missing but then a battery cap was sent. Customer stated that she had to reset the pump settings and went through several infusion sets. Customer continued to have battery out limit alarms when they were not changing the battery. Customer had to use the last infusion set. Customer thinks it might be the infusion set. Customer's last blood glucose was 122 mg/dl. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced.